Event description:
During an lvh procedure, the flare detached from the cutting forceps and fell into pt. The flare was recovered with no pt injury. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The flare detached from the device during a procedure. It was recovered and returned with the device. A slight appearance of residual adhesive was on the flare. It was observed that the kynar insulation at the outer edges of each electrode is cut due to being retracted into the shaft without the flare. It appears that the flare had to be cut to be removed. Conclusion: bond failure between the flare and the shaft.